Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. Customer is reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set (infusion and reservoir). Customer does not have product in question to return. Customer was advised that we will send t-pack of both reservoir and infusion set. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer high blood glucose was caused by no delivery that was past event and not able to troubleshoot at the time.